Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: (left) 175cc mentor memorygel breast implant catalog: 3501751bc lot: 7295447 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with a 200cc mentor memorygel breast implant on the right side, suffered rupture, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On november 3, 2021, mentor received additional information indicating that the patient had undergone implant removal surgery on (B)(6) 2021. On november 17, 2021, mentor received additional information indicating that the patient's implants were replaced with the following devices: (right) 240cc mentor memorygel breast implant catalog: smpx240 lot: 7752386 sn: (B)(6) and (left) 240cc mentor memorygel breast implant catalog: smpx240 lot: 9418588 sn: (B)(6). The mentor failure analysis lab received the device for evaluation. On november 21, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 200cc breast implant was observed to have ruptured and was received incomplete. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of 0.1 cm of the tear in the implant's posterior view. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number 7287210 and no non-conformances were identified. A second product was received with lot number 7295447. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).